Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by advising the customer to cancel the guide tool change. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the image was flipped 180 degree and reseating a scope or something resolved it. It was explained that it could have been caused by guided tool change and advised not to rotate a scope 180 degree on an arm by hand because guide tool change. Guide tool change remembered this position and explained how to cancel guide tool change. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prostatectomy surgical task was being performed at the time of event. The instrument was in the body and being operated. It was additionally reported that both the vision cart and the surgeon console have vertical lines in the field of view (image). The image was not inverted. The endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms. The 30-degree endoscope was installed at time of event and was installed down. The surgeon confirmed the desired orientation when endoscope was installed. There was no indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base were not engaged/in-synch/attached. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to event, the endoscope was not manually rotated 180 degrees. The customer called customer service and after coordinating with an engineer, the camera was replaced later. The procedure was completed with the same endoscope. The vision issue did not result in patient injury. The endoscope was available for return to isi for evaluation.